Manufacturer narrative:
One device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. A visual inspection of the generators exterior found the rear ethernet cover missing. The reported condition was confirmed. The investigation isolated the failure to the steering relay board. The steering relay board was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the monopolar cut mode was activated when coagulate button was pressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the monopolar 1 cut is activated when coag button is pressed. There is also a intermittent power when the pencil activated while plugged into monopolar 1 and had a e213 error code. Another generator was used to complete the procedure. No patient injury. No further information available at this time.